Event description:
It was reported the healthcare provider was not sure what components remained implanted in the patient but stated the implantable neurostimulator had been removed. It was stated the healthcare provider was going to contact the neurosurgeon to determine what remained implanted. It was also reported the healthcare provider (hcp) wanted a spine and shoulder MRI for the patient. It was stated the manufacturer representative thought there were only "electrodes" left in the patient's brain.

Event description:
Additional information reported that the patient had never had therapeutic effect with the device: he was not ¿responding well¿ to the therapy. In 2012, the patient had a dat scan done, which indicated the patient did not have parkinson¿s disease. The implantable neurostimulator and part of the leads were explanted in (B)(6) 2012. The wiring was taken out up to halfway up on the right side of the skull. It was noted that it was not explanted due to machine defect, but the wiring was ¿getting tight,¿ making the patient uncomfortable. The patient still had neurological problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v010442, implanted: (B)(6) 2006. Product type: lead: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3389s-40, lot# v010442, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v010442, implanted: (B)(6) 2006, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3389s-40, lot# v010442, implanted: (B)(6) 2006, product type: lead. Product ID 3389s-40, lot# v010442, implanted: (B)(6) 2006, product type: lead. Product ID 3389s-40, lot# v010442, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was later reported that the patient needed an MRI done of the brain but due to the stems still being in place they were fearful of injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient continued to have parkinson's like symptoms and they have spells of dystonia where they could not walk or talk. The patient was concerned that something else may be going on inside their brain. The patient was told they could not have an MRI due to what was left inside their head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported the unit (ins), "stems," and wires were all removed when they found out they did not have parkinson's.